Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional 3.5 x 15mm xience xpedition device referenced, is being filed under a separate manufacturer report number.

Event description:
It was reported that the procedure was to treat a de novo lesion located in a heavily calcified, mildly tortuous distal left anterior descending (lad) coronary artery. A 2.5 x 33mm xience xpedition stent delivery system was deployed at 14 atmospheres when a dissection was noted. A 2.75 x 12mm xience alpine stent was used to cover the dissection. Then a 3.5 x 15mm xience xpedition stent was deployed at 13 atmospheres in the proximal end of the lad, when a dissection was noted. A 3.5 x 18mm xience alpine was used to treat that dissection. There was no adverse patient sequela reported. No additional information was provided.